Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a mdt scs implant that was implanted "about 10 years or more ago" that was implanted for pain. Patient reported they had to stop using the therapy because "when it was turned on it was like sticking their finger in a light socket".